Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and wear abrasion. After the autoclave cycle observed: cloudy gel and air voids between the shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint can be related with the deformation observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "creases". The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and "creases". The device has been explanted.